Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that a fenestrated bipolar forceps instrument had a wire sticking out the procedure was completed with no reported injury.